Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead was repaired due to perforation of the heart. The patient had pain with rv pacing. An echo showed small effusion and potential micro-perforation. The lead was moved to a new location without complications. An implant date was not provided.